Event description:
Caller reported experiencing alarm 2 followed by alarm 26, indicating an occlusion issue. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller through several troubleshooting steps, including disconnecting and tightening the tubing and delivering a bolus. Despite these efforts, occlusion alarms recurred. Finally, technical support advised replacing supplies and resuming insulin, with arrangements for follow-up assistance if needed.